Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient presented with pocket infection. The pocket was opened and cleaned and the device was returned to the pocket. Patient sent home with IV antibiotic.